Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation at the time of the investigation. Due to this, we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaint and the device. If a complaint sample becomes available, the complaint will be re-evaluated. A review of the device history record showed that the unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode and part number has been reviewed and shown that in the previous five years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. It is possible in certain situations that the device may not alarm due to the pressure sensor readings inside the pump still being within tolerance. This situation could occur when there is misalignment or a physical blockage at the soft-port to dressing interface. This investigation has now been closed and recorded as insufficient information to determine a root cause.

Event description:
It was reported that during a retesting the device's low vacuum alarms operation failed. It is unknown whether the device failed to achieve expected vacuum or the low vacuum signal failed to alarm. There was no harm to patient and no delay in the case. The device will not be returned.